Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
On (B)(6) 2020 the customer reported false positive results with the ID now covid-19 assay during routine patient testing. The customer stated that they have been experiencing false positives and negatives and later confirmed multiple sites were experiencing false results. The following information was not able to be confirmed: the sample type and whether or not vtm was used; related reference testing details including CT value for each missed positive result; the approximate times of sample collection and storage conditions prior to testing; the ID now instrument logfiles and lot numbers of the kits used; individual site information, including quantity of false results; additional patient specific details and the information required for vigilance reporting; positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.